Event description:
It was reported that the pump and catheter were removed due to infection. The pump was used to deliver lioresal. No other info was provided at the time of this report. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). The pump and catheter have been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.